Manufacturer narrative:
A follow up 1 was sent to correct the manufacturers awareness date from (B)(6) 2017 to (B)(6) 2017. The investigation is on-going. Once the investigation is complete a follow up report will be issued.

Event description:
It was reported that invasive blood pressure reading was consistently low and did not increase despite interventions. Very high arterial pressures were then detected during a post-measurement of nibp. There was no injury reported.

Manufacturer narrative:
It was reported that the invasive blood pressure was consistently low and did not increase despite interventions during use on a patient. During accuracy testing on a patient simulator, it was found that the correct ibp values were shown on the device when values were displayed. Iac logs were requested, however were not available. Therefore the reported issue of consistently low pressure could not be verified and root cause could not be determined. No action planned. The reported issue could not be verified. This is an isolated case.

Event description:
It was reported that invasive blood pressure reading was consistently low and did not increase despite interventions. Very high arterial pressures were then detected during a post-measurement of nibp. There was no injury reported.

Manufacturer narrative:
The investigation is on-going. Once the investigation is complete a follow up report will be issued.

Event description:
It was reported that invasive blood pressure reading was consistently low and did not increase despite interventions. Very high arterial pressures were then detected during a post-measurement of nibp. There was no injury reported.